Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 07/09/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states her condition has improved and her blood sugar has been under control. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 98 to 120 mg/dl. The test strip lot manufacturer's expiration date is 12/15/2016 and open vial date is 1 week. Test strips are stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). On wednesday ((B)(6) 2016) customer receives her chemo and that is when she needs to monitor her blood more closely (before each meal, then minutes after and then 1/2hr after that). Her meter was always showing lower blood readings so the customer was not giving herself any insulin. Customer was not feeling just right on (B)(6) 2016, so she was taken to the emergency room and found out that her blood sugar was actually very high 220 mg/dl and then 320mg/dl versus her truemetrix meter of 140mg/dl. She was released after insulin was given to the customer to bring her glucose level down on (B)(6) 2016.